Event description:
It was reported that initial surgery was performed. It was an anatomic shoulder with a hybrid glenoid. Approximately 4 months and 24 days post implantation revision was performed due to the patient's cuff failed and dislocated. While converting to a reverse shoulder the surgeon noticed the lack of good viable bone in the glenoid and determined that it wouldn't support a baseplate. Surgeon opted to use bone graft and convert to a hemi. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
. H6: proposed component code - mechanical (g04) - head the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.